Event description:
It was reported that the patient felt the stimulation shocking her at the implant site. The shocking began the morning of the report and she had no falls or trauma. She had not tried to change programs or reduce stimulation. Assistance was offered to the patient, but she would rather let the physician make the adjustments. Two days later she still had not turned the stimulation down or off. However, the patient tried increasing and it got a little better. Her healthcare provider (hcp) could not meet her the week of the report and she asked if a manufacturer representative could meet her at an emergency room (ER). The following day a representative stated that he would follow-up with the patient. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va03l5m, implanted: (B)(6) 2012, product type: lead. (B)(4).